Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had a fall in (B)(6)2018 when the stimulator stopped working. The patient wasn't able to turn it on or off and couldn't charge or activate the implant. The patient had a CT scan and the battery and all hardware was replaced and now worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient had a fall in (B)(6) 2019 and since then the stimulator wasn¿t working. The patient had a replacement done on (B)(6) 2019. The indication for use was non-malignant pain. No patient symptoms reported.